Event description:
The device would not fluoro because IV, infusion and body fluids had collected within the x-ray tube assembly causing an electrical malfunction. When the biomedical engineer who was not wearing protective gloves opened the cover he was exposed to these fluids. The engineer was treated for exposure to potentially harmful fluids by the hospital as a precautionary measure. Normally when the x-ray tube is bagged in accordance with the MFR's user instructions, fluids will not enter this area. The tube housing was cleaned, dried and the unit returned to service.